Event description:
On (B)(6) 2011, pt reported an ongoing concern with e4 occlusion errors on the infusion device and bent infusion cannulas. This resulted in elevated blood glucose of "hi" and a hospitalization. Pt went to the hospital on (B)(6) 2011 and was treated with an insulin IV and was discharged 4 hours later. Normal blood glucose range is 80-180 mg/dl. Infusion headset is inserted by hand and changed every 2 days. The infusion tubing and cartridge are changed every 4 days. Pt switched to a different type of infusion set, and blood glucose returned to normal. The alleged infusion sets were discarded and will not be returned for eval. Pt was unable to provide the infusion set lot number or expiration date. Pt was sent a different type of infusion set as a replacement.

Manufacturer narrative:
No product will be returned for eval.